Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pressure pump in the eagle inflation device leaked water when in use by the clinician. It was mentioned that a new pressure pump was used.

Event description:
It was reported that the pressure pump in the eagle inflation device leaked water when in use by the clinician. It was mentioned that a new pressure pump was used. As per follow up information received via ibc on 15sep2022, it was stated that was no impact to the patient.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further evaluation was not conclusive. Although a specific cause cannot be determined, based on the reported event a potential root cause could be that the device was damaged in transit. It was unknown if the device had met all relevant specifications or resulted in the reported event. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "before use, inspect the device to verify that no damage has occurred during shipping and handling." "Attaching the inflation device to the balloon dilation catheter: 1. Prepare and test the balloon dilation catheter according to the manufacturer¿s directions for use. 2. If a separate syringe was used to prepare the balloon catheter, remove it. Create a fluid-fluid connection between the balloon and the connecting tube (male rotating adapter) of the inflation device by placing a drop of contrast solution from the syringe into each hub. 3. Hand tighten the hubs securely." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.